Event description:
It was reported that a truguide needle broke off in a patient and had to be surgically removed. Doctor was doing a chest drainage procedure. He removed the stylet and left the cannula in place to try and drain more fluid. The patient had undergone surgery before on the same side of the chest, which caused a narrowing between the ribs. At the time of this present procedure, the patient was in a lateral projection, side down position. The coaxial cannula was placed in between the narrowed ribs. When the doctor inserted the stylet, he noted under CT guidance the stylet wouldn't go in as far as it should. Not wanting to risk forcing the stylet further into the cannula, he began to remove the stylet and felt a tug. Upon removal, he noted the tip was missing and located the tip, under CT guidance, between the narrowed spacing of the ribs. He placed the patient on his back, with his chest toward the sky. He tried to remove the tip with forceps under CT guidance, but due to the narrowed space of the ribs, was unsuccessful. Approximately 4cm of the tip was left in the patient prior to his going to surgery for removal. An incision was made, the area opened up under x-ray guidance, and the tip removed. The patient's status is okay.